Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call experiencing keypad anomaly on insulin pump. The customer's blood glucose is unknown. The customer states insulin pump up button is unresponsive. The pump will be return and replaced. No further details are given.

Manufacturer narrative:
Insulin pump received with no (act, up and escape) button response due to moisture keypad traces and partial unlock lcd keypad connector noted during visual inspect. No button error alarm during testing noted. Unable to perform all functional testing including the displacement, operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime/compromised force sensor system and excessive no delivery test due to buttons not responding. No moisture damage on the lcd board, mother board, interface board, rf board, motor, vibrator motor and battery tube assembly during visual inspection.